Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. Martinez-galdamez m, gil a, carniego jl, et al. J neurointervent surg 2015; 7:748-751. Doi:10.1136/neurintsurg-2014-011385.

Event description:
Medtronic received information from literature that a pipeline flex did not open completely during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the hypophyseal internal carotid artery (ica). The aneurysm max. Diameter was 6mm. It was reported that upon initial deployment of the device, the pipeline flex braid showed incomplete expansion. It was noted that the leading wire was located close to the distal end of the device indicating that one or two flaps still covered the braid. Only the distal section had been deployed; the device was resheathed and slowly deployed again. At re-deployment, the flaps were displaced in an inverted fashion and the braid was fully opened with complete wall apposition. During removal of the pipeline flex delivery wire, the authors noted that a slight resistance was experienced when the sleeves/flaps were drawn into the marksman catheter. There were no intraprocedural complications noted. The patient's mrs was 0 prior to the procedure and at discharge.